Event description:
It was reported that this right ventricular (rv) lead was explanted due to heart wall perforation. A pericardiocentesis was needed and the lead was replaced. No additional adverse patient effects were reported.